Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a pump error. The customer¿s blood glucose level was 144 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected alarm error, occlusion and no delivery test due to motor error alarm. No motion sensor test failure alarm noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.